Event description:
It was reported that the lead exhibited high pacing threshold post implant. The lead was repositioned on (B) (6) 2010. On (B) (6) 2010, the patient presented to the emergency room due to inappropriate shocks. The lead had dislodged. At the scheduled lead revision on (B) (6) 2010, the physician felt that the pocket was infected. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The customer reported the system has a short in a battery cell. No pt injury was reported.